Manufacturer narrative:
The customer report that the device did not power on was confirmed and replicated during functional testing. Physical inspection noted the returned keypads were observed in good condition with no obvious issues observed. During internal inspection, the returned keypad was observed with signs of fluid ingress near where the flex cable meets the circuit layer. The returned keypad failed the maintenance keypad test due the keypad failing to power on the device. The ac indicator light illuminated as expected but was observed with the issues mentioned above. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypad was returned for investigation.

Event description:
It was reported that allegedly the device did not power on, and therefore, the assy front case keypad of the pcu module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the device did not power on, and therefore, the assy front case keypad of the pcu module will be replaced. There was no reported patient involvement.